Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported allergic reaction and shock. Allergic reaction and shock are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation. The steerable guide catheter (sgc) was inserted into the patient. Then, additional heparin was administered due to low activated clotting time (act) levels. After this, the patient experienced desaturation, became hypotensive, tachycardia, and right ventricle dysfunction. Manual cardio-pulmonary resuscitation (CPR) was performed, along with administering of epinephrine and fluids. Slowly the patient recuperated but blood pressure remained low. The procedure was aborted. The physician ruled out air or thromboembolism, as well as bleeding. Upon removal of the sterile field it was noticed that the patient had a severe allergic reaction. It is unknown what substance caused the reaction. The patient was reported to be stable and in the intensive care unit (ICU). Mr remained unchanged grade 4. The clip delivery system never entered the patient. On (B)(6) 2023, the patient underwent a re-do mitraclip procedure to attempt to treat the still severe mr grade 4. Just like in the previous procedure, shortly after the dilator was removed after sgc insertion, the patient suffered anaphylactic shock. The shock was managed by the anesthesiologist, allowing the mitraclip procedure to be continued. Two mitraclips were implanted, reducing mr to trace. Heparin was administered during the procedure. The patient is reported to be doing well. No additional information was provided.